Event description:
It was reported that the patient had discharge at the lead incision site. On (B)(6) 2026, the surgeon closed the site to address the issue. The patient was prescribed antibiotics to address the issue. No infection was suspected. Patient is healing well.

Manufacturer narrative:
A patient experienced discharge at incision site was reported to abbott. The patient saw physician and antibiotics were extended but infection not suspected. The physician irrigated thoracic site. A plastic surgeon came in after to close the site. The patient doing fine post op. Therapy was re-stored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.